Event description:
The rptr did meter to lab comparison tests, 1.5 hours apart. The reading on rptr's was 100 mg/dl, and the lab test result was 200 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the rptr for add'l info have not been successful.